Manufacturer narrative:
(B)(4). It was reported the event occurred on an unspecified date in (B)(6) 2014. (B)(6). A review of all batch record documents was conducted for lot number 13k25h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned to baxter and the evaluation is complete. A visual inspection was performed and a crack was noted in the sample. Functional testing was performed and the sample did not meet specifications. A dimensional analysis was performed and the sample met specifications. The reported problem was identified through a sample analysis but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was noted that a crack was observed on the side of the minicap. It was reported that after approximately two or three hours, after the minicap was attached to the transfer set, the home patient (hp) noticed yellow stains on their clothing. The hp indicated that the minicap was leaking iodine from the crack on the side of the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.